Event description:
It was reported that there were two (2) events involved with buretrol add-on sets that had air in the tubing below the buretrol (which had fluid in it) and below the pump alternating with fluid. The event was further described as "could have been an over-infusion that was minimized by having a buretrol, thereby limiting fluid". This was observed during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.